Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen turn completely black due to body heat, all the insulin pump buttons were really hard to push, sometimes scratches on screen force patient to rotate insulin pump to see display, squirts a stream of insulin when priming. Insulin pump screen and the backlight were not as bright as they used to be, no delivery alarm, louder during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.